Event description:
A hospital in (B)(6) reported via a distributor that an mr290 autofeed humidification chamber was cracked at the dome after 1-2 days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290 chamber is currently in transit to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: visual inspection revealed that the complaint chamber dome was cracked at the baffle. A lot check revealed no other complaint of this type for lot number 100620. Conclusion: we were unable to determine the root cause, although it is known that pressures produced in excess of 80 cmh20 may affect the integrity of the chamber. Every mr290 chamber is pressure tested to 8kpa (200cmh20) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The customer has reported that the crack appeared after 1 to 2 days of use, indicating the fault occurred post production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that an mr290 autofeed humidification chamber was cracked at the dome after 1-2 days of use. No patient consequence was reported.